Event description:
As reported by our affiliates in brazil, this was a case with a 29mm sapien 3 valve in aortic position by transfemoral approach. The patient had aortic insufficiency. During procedure, the valve was correctly positioned and checked by aortography. However, five minutes post-implant, the valve migrated and stuck on tendinous cords lateralized, occluding the left ventricular outflow tract (lvot). The valve was blocking the blood flow and causing significant hemodynamic impact. Therefore, it was decided to use a catheter to push the valve into the left ventricle in order to stabilize the blood flow to gain more time to the open-heart surgery conversion. The patient underwent an open heart surgery in order to remove the valve and implant a surgical valve. The surgical procedure was successful when trying to reduce the sedation in the ICU, the patient had a cardiac arrest and passed away three days post-procedure.

Manufacturer narrative:
H6- clinical code: hemodynamic instability. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest low calcium burden caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected section d4- serial number.